Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the overlay touch screen was intermittently functioning. The stylus works as expected. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the system fan was noisy. (B)(4).

Event description:
It was reported the touch pen does not function. It was also reported there is a touch screen problem even after touch pen was replaced several times. The programmer was returned for repair. No patient complications were reported as a result of this event.